Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned and the aic - controller failure (red alarm) was confirmed. Imc logs were consistent with the controller error alarms on the complaint occurred date. Upon boot-up, the purge sensor defective error message appeared, followed by the controller failure (red alarm). According to the logs, attempts of reinserting the pc and rebooting the console failed in solving the persistent alarm. Console was investigated on engineering bench. Visual inspection of purge assembly revealed that ribbon cable for purge pressure sensor was mechanically compromised. The root cause of the controller failure (red alarm) was due to the compromised pps ribbon cable. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller failure. The console was replaced to address the issue. No patient harm reported.